Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch delica lancets were loose in the lancing device and "popping out" during testing. The medical surveillance specialist (mss) was unable to follow up with the patient for additional information. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred during the "(B)(6) 2012" in the afternoon. It is unknown if the patient was able to test since the start of the alleged issue by manually pricking her fingers or by using a back up lancing device. The patient reported using a combination of medications including onglyza and glimepiride once or twice a day (unknown dose). The patient reported during (B)(6) 2012, she stopped her medications. It is unclear if the patient stopped her medications on her own due to the alleged issue, or from the advice of a healthcare professional. The patient did not report developing any symptoms due to the alleged issue. The patient reported on (B)(6) 2013, at 8am, she was treated in the hospital with insulin. It is unclear if the patient was treated for another diagnosis while in the hospital, or if this visit was for treatment of an acute complication of diabetes. At the time of troubleshooting, the cca confirmed this was the first time the lancing device had been used and there was no misuse of the product. The patient was using the correct 33g lancets. However when the patient's testing technique was reviewed, the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported since the patient claims due to the alleged issue, she required treatment from a healthcare professional that was above and beyond her usual diabetes management routine.

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.